Manufacturer narrative:
Section f10 / h6 medical device problem code of the initial MDR indicates: failure to power up section f10 / h6 medical device problem code of the initial MDR should indicate: failure of device to self-test the device was evaluated by stryker data solutions team and reported issue of not powering on was not verified. Stryker further evaluated the customer's device at the product assessment center (pac) and the device was able to power on. The reported issue was related to the depleted battery only. The customer's device was archived by stryker. The customer has been provided with a replacement device.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control contacted the customer in order to obtain additional information about the event and device; however, no additional information was provided. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.